Manufacturer narrative:
Corrected information h8. H11: the device was received for evaluation. During evaluation, the reported problem of "failed flow rate test 23-25 ml" was not reproduced. The device was sent to the flow rate accuracy test with passing results. An event date was not provided, however review of the last days of use in the history log revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed flow rate test 23-25 ml at or before first clinical use in the biomedical service department. There was no patient involvement. No additional information is available.